Event description:
It was reported, the evis exera iii xenon light source had the end of the cold light cable stuck in the connector, impossible to remove it. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the light cable was impossible to be removed was due to the end of the cable was stuck in the connector. Olympus will continue to monitor field performance for this device.